Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead had high pacing impedance around 1700 ohms at implant one week ago, and had now triggered a lead safety switch due impedances out of range at 2000 ohms. Boston scientific technical services (ts) reviewed and determined that this was a high impedance lead and that the recommended range was up to 3000 ohms. The alert upper limit was increased to 3000, and plan was to continue to monitor. The system remains in-service. No adverse patient effects were reported.